Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for normal generator change. During procedure, the right ventricular lead was twisted and exhibited insulation abrasion. The physician repaired the lead with a suture sleeve and medical adhesive. The patient was in stable condition post operation.